Event description:
It was reported that during a lung cancer procedure, the doctor fired the device and found the staples were malformed. Used another like devicve to complete the procedure. There was no patient consequence.